Manufacturer narrative:
(B)(4).

Event description:
The battery depletion occurred sooner than expected. At interrogation on june 8th, 2017, the estimated remaining longevity was 24 months. At interrogation on december 13th, 2017, the estimated longevity was <3 months. A pacemaker change was completed 2 days later on december 15th, 2017.

Event description:
The battery depletion occurred sooner than expected. At interrogation on (B)(6) 2017, the estimated remaining longevity was 24 months. At interrogation on (B)(6) 2017, the estimated longevity was <3 months. A pacemaker change was completed 2 days later on (B)(6) 2017.